Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s brother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl. Customer¿s blood glucose level was 400 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as sick. Customer was treated with insulin drip. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. No cosmetic damage was noted.